Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -14.5/1.5/066 (sphere/cylinder/axis), into son's left eye (os) on (B)(6) 2023 for correction of -12 diopters of myopia and -2 diopters of astigmatism. The reporter states " after the second post-operative visit my son complains of blurry vision and the surgeon realizes that the 2 diopters of astigmatism have not been corrected ". Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - refractive surprise was reported. Cause of event is unknown with lens rotation noted. Claim# (B)(4).